Event description:
According to the reporter: the breakage of suture materials led to a fascial dehiscence. Thirty hours later, the pt noted drainage from the incision was returned to the operating room for repair of fascial dehiscence. Upon inspection of the fascia, the suture was noted to have broken at approx the area where the knot had been noted earlier in the suture. The fascia was intact with no evidence of infection or the suture pulling through. The fascia was closed again and the pt had an unremarkable postoperative course.

Manufacturer narrative:
(B)(4).